Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had an intraocular lens (iol) exchange in the left eye as the patient experienced ¿hyperopic surprise¿ post cataract surgery and had decreased visual acuity. There was no incision enlargement. A vitrectomy was not performed. There was no other medical or surgical intervention required. The lens was replaced with the same model, a larger diopter size. The patient is doing well post-operatively. No additional information was provided to abbott medical optics.